Event description:
Related manufacturer report numbers: 2916596-2020-03158 and 2916596-2020-04984.

Manufacturer narrative:
Section a: patient information was inadvertently added to the initial report. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available. Manufacturer's investigation conclusion: the reported event of a pump stop due to a complete loss of power was confirmed based on the information recorded in the provided log file. The log file contained events recorded from the time stamp of day 1259, 7 hours and 48 minutes to day 1273, 18 hours and 44 minutes when a timestamp reset occurred, indicating a complete loss of power to the system controller. The data captured prior to the event indicated that the system was powered by a power module, there was no power cable disconnect alarm and the associated voltage levels did not reveal the expected transition to the internal backup battery. The duration of the pump stop was not able to be determined as the system controller is not recording data without external power. After the power was restored the system resumed normal operation powered by 14v batteries. The remaining data captured in the log file (~7 hours) revealed normal system operation. The last recorded entry revealed that the system controller was reconnected to a power module. The system controller was not returned for evaluation. A specific root cause for the reported event was not able to be determined. Patient handbook operating manual instructions for use covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The no audible alarms were initially reported under MFR report number 2916596-2020-03158 on (B)(6) 2020, under the lvad pump. The manufacturer is creating a separate report to exclusively capture the no audible alarm under the system controller. Additional information will be submitted upon the completion of investigation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-03158. It was reported that patient accidentally lost both power supplies when trying to change power from the power module to the battery. The patient lost consciousness for about a minute, but the care giver connected the system to the battery and started the pump, which restored the patient to consciousness. Currently, the patient was admitted to the hospital but had no after effect. The caregiver reported that he did not hear an alarm from the pm and system controller. Log file analysis captured a pump stop event resulting from power being lost to the controller. This appears to have been caused by simultaneous lead disconnects as noted by the patient's caregiver. Once the leads were reconnected the pump restarted to normal operation.